Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and stated that his heart rate went from 60 to 30 while having a echocardiogram done at the emergency room five days earlier. The patient stated that prior to the echocardiogram he had been feeling tired, out of breath and chest tightness for a while. The patient stated that he believes the pacemaker's lower rate limit is set to 60 paces per minute and is alleging that the pacemaker was not working properly during the echocardiogram. The patient also noted that he experienced syncope several times a week after the echocardiogram. A field representative inquired with the facility and found that the pacemaker was checked while the patient was in the hospital and found to be functioning appropriately. Ts requested that the patient follow up with their physician. No additional patient effects were reported.